Manufacturer narrative:
Investigation is not completed. Additional information has been requested from the surgeon and the user facility. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is completed. Event is addressed in the package insert. This is the same event as 1043534-2007-00056.

Event description:
Product was explanted by a different surgeon than original surgeon. Allegedly revision surgeon stated pain and stiffness as reason for revision.